Manufacturer narrative:
Date sent: 05/31/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, after firing the device, the surgeon found some staples were malformed. Hand sewing completed the procedure. No pt consequences were reported.